Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter. During the procedure, the physician met resistance advancing the 3max catheter through a penumbra system 5max ace reperfusion catheter and it was removed. The procedure successfully continued using a velocity delivery microcatheter and the same 5max ace catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.